Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that after a percutaneous coronary intervention (pci) stenting treatment procedure the patient experienced myocardial infarction. The target lesion was located in the distal right coronary artery (rca) with 85% stenosis, a length of 19 mm and reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent with 0% residual stenosis. The subject was discharged in (B)(6) 2011 on aspirin and clopidogrel. In (B)(6) 2011, the subject was admitted due to intermittent, worsening chest pain associated with sweating, shortness of breath, nausea, vomiting, elevated cardiac enzymes and an acute myocardial infarction. The distal right coronary artery had 90% stenosis. Core lab report identified in-stent restenosis. The lesion was treated with a 3.0 x 18 mm non-bsc stent with 0% post-treatment diameter stenosis and timi 3 flow. The subject was discharged in (B)(6) 2012 on aspirin and clopidogrel.